Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the mount fractured at the screw inside the implant. Procedure completed with other implant 4,1 x 10. Tooth site 25.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant, (tsvt4b8) and mount were returned for investigation. Visual/physical evaluation of the as returned products identified fracture around the mount hex. Device history record (DHR) review was completed for the subject lot number 1258893. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1258893 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: mount. Per the applicable IFU, implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was incorrect technique used during placement / excessive torque. Therefore, based on the available information, device malfunction has occurred, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.